Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was over 500 mg/dl. Elevated blood glucose was addressed with a bolus via the pump and by changing pump supplies, at which point the customer successfully resumed insulin delivery.